Event description:
Per cath lab team, case completed and sheaths sutured in by scrub technician. Patient began coughing and eyelet on sheath, where suture goes through, slit and sheath and pacing wire pulled back. Patient required brief 20. Seconds of CPR and new sheath and pacing wire inserted.

Manufacturer narrative:
It is unknown if the sample will get returned for evaluation or not. As of the date of this report, sample has not been returned. A follow-up report will be submitted once more information becomes available.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer. A visual inspection was performed on the returned sample. The visual inspection established that there was a tear in the eyelet of the flex collar. The tear was only on one side of the eyelet which indicates that this was a tear. The complaint description mentions that the patient coughed during procedure. It is likely that the sudden jerk of the cough forced the suture that was attached to the eyelet to rip it. There was also damage observed at the end of the introducer. Since the introducer was used, it is not known if the damage happened during manufacturing or the result of an event within the user's environment. Since the damage to the flex collar was most likely happened within the user's environment and since the damage to the tip cannot be confirmed as a manufacturing defect, no corrective action will be performed at this time. This is the only complaint with this issue in the part and lot number, so this will be treated as an isolated occurrence.

Event description:
Per cath lab team, case completed and sheaths sutured in by scrub technician. Patient began coughing and eyelet on sheath, where suture goes through, slit and sheath and pacing wire pulled back. Patient required brief 20 seconds of CPR and new sheath and pacing wire inserted.